Event description:
A verbal report was received from the medical physics engineer on 1997, indicating that the small dilator (20-27fr) from a keymed manufactured kad-1 kit had split during use. He asked if the other two dilators from the kit could be returned for examination. No indication of any injury to a patient was given. The other two dilators were examined and tested by keymed and returned to the hospital as they were deemed to be fit for further use. On 9-1-1997, keymed received a letter from the UK medical devices agency (mda), with a copy of an incident report from the hospital, stating that the patient suffered a perforated esophagus as a result of the incident. On 10-3-1997, keymed received a further communication from the mda, to report that the patient had since died. Keymed has asked the mda to assist in making the suject dilator available for investigation.